Event description:
It was reported that the customer's daily insulin use was a different value (52.52 units/day) on the dashboard page of the t:connect data management system as compared with the daily insulin use value (43.73 units/day) on the activity summary page of the t:connect data management system.